Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2024.

Event description:
It was reported that during a biopsy procedure, the device allegedly had metallic strip. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, in addition to obtaining the sample it allegedly had a metallic strip in the tray. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation , the device appeared to be clean and the device was received with both slides in their initial positions. Also, there is no metallic contamination was noted on the device. The device was then inadvertently decontaminated. Further, evaluation were not performed. Although, there is no metallic contamination was noted on the device during preliminary evaluation, the investigation is inconclusive for the reported device contamination with chemical or other material as the further evaluations were not performed. A definitive root cause for the alleged device contamination with chemical or other material could not be determined based upon the provided information. H10: b5, d4 (expiry date: 12/2024), g3 h11: b3, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.